Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm. Customer's blood glucose was 222 mg/dl. It was also found the customer had a black circle on their insulin pump. The customer was unable to troubleshoot at the time of the call. Customer declined to return their products for analysis. No additional information provided.